Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
During a ureteroscopy procedure on the (B)(6) male patient, the outer sheath fell off within the patient. All fragments were successfully removed. The surgeon removed the fragments with another manufacturer's grasping forceps. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
The device returned does not exhibit damage consistent with the photo and description of the damaged product originally provided by the customer facility. (B)(6). (B)(4). Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), trends and quality control was conducted during the investigation. The customer provided a photographic image of the actual complaint sample and returned two devices for examination. Neither of the devices returned exhibited damage consistent with the photo and description of the damaged product originally provided by the customer facility. The photo provided by the customer was sent to the raw material manufacturer for evaluation. The image of the specimen presents a region of exposed core wire due to the removal of the polymer jacket material on the shaft of the device. The damage appears consistent with manipulation within a metal cannula/needle. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating." Based on the information provided and the results of our investigation, a definitive root cause could not be determined; however clinical and/ or procedural factors appear to have impacted on the event. Per the quality engineering risk assessment no further action is required.

Event description:
During a ureteroscopy procedure on the (B)(6) male patient, the outer sheath fell off within the patient. All fragments were successfully removed. The surgeon removed the fragments with another manufacturer's grasping forceps. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.